Event description:
On (B)(6) 2011, the customer stated that there was a blood leakage noted at the drainage side just after starting the hemoconcentration. Reference: (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The investigation showed that there was one fiber cracked. This could happen if the fiber is shrinking or the device gets an external stress. Reference: (B)(4).